Manufacturer narrative:
Patient ID/initials, age/date of birth, and weight are unknown. 510k: this report is for an unknown 4.5mm cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Partial part number 214.xxx provided. Part of device remains in the patient; device not considered explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an unspecified procedure of the pelvis on an unknown date. Upon a routine removal of hardware on (B)(6) 2016, as the surgeon was extracting a 4.5mm cortex screw, he was unable to remove the entire screw. The cortex screw was found already broken into two pieces. A routine x-ray confirmed that the lower half of the screw was still in patient. The surgeon felt that the location of the screw was safe enough to leave inside the patient. It was reported that the surgeon was already aware of the broken screw before the scheduled hardware removal. The patient was asymptomatic despite broken screw. It was also stated that this surgeon always removes all his implants once patient is healed. There was no time delay reported. The patient was not revised with new implants since the wound had healed. The patient status was reported as unknown. Concomitant device reported: screwdriver (part/lot unknown, quantity 1) this report is for an unknown 4.5mm cortex screw. This is report 1 of 1 for (B)(4).